Event description:
It was reported that the user received a ¿set expired¿ message several hours after changing the full supply, while also experiencing elevated blood glucose, with a peak of 349 mg/dl; the user had announced a larger-than-usual meal earlier in the day and reported glucose was trending down by the end of the call. Symptoms included hyperglycemia without reports of nausea, vomiting, or altered mental status. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included complaint review and troubleshooting with user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and could not be linked to a device malfunction based on available information. It was concluded that the event was non-serious with no clinical sequelae and no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.